Event description:
A safety mgr for facility tested the product on their hand using water. The water resulted in a small burn with blistering on their left palm the size of a quarter with a red mark down the middle in the crease of their hand. Facility was not treating a wound, and the package instructions clearly indicate that water can cause a burn.